Manufacturer narrative:
A follow up report is being filed as the device was returned for investigation. Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: cosmetic lifting of sealant at sensor area. Multiple slight bends along catheter body. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Mfg. Date: 08/15/2011. Based on the above evaluation, supplier was unable to confirm the complaint. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The affiliate reported that the icp sensor did not function correctly. The values were not accurate and it was not possible to measure the intra cranial pressure. As a result the device was revised. The new device was used with success. Additional information explained that there was no delay in surgery greater than 30 minutes there were no adverse consequences to the patient.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. (B)(4): device not returned.